Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been a pocket fill with a patient who let the pump run dry. The pump had alarmed but the patient claimed it was not heard because of a hearing problem. When the pump was refilled there was a pocket fill. The 'inexperienced' person refilling the pump did not realize they were not in the pump. No further details could be provided by the reporter.